Event description:
International affiliate reports the tip of the cinch pliers broke when crimping sof'wire during cervical fixation procedure. The cinch was crimped with regular surgical pliers. Customer is concerned cinch may become loose.